Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04830. It was reported that the patient was experiencing driveline faults. The log file captured consistent driveline faults throughout the history. The controller was exchanged and the driveline faults resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via log file analysis and product testing. The heartmate ii system controller (serial #: (B)(6) was returned for analysis, a log file was downloaded, and a log file was submitted for review. The log files spanned approximately 5 days (B)(6) 2020 per timestamp). Throughout the log file are multiple driveline fault alarms that activated yellow wrench advisory alarms. During these events the resistance of phase 1 of the driveline was higher than phases 2 and 3. This alarm did not clear until the driveline was disconnected for a controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested and passed all stages of preliminary and functional testing. During a burn-in test in which the pump was set to operate on a mock loop for an extended duration a driveline fault alarm activated. This alarm did not affect pump operation. Phase 3 of the driveline was observed to have a higher resistance than phases 1 and 2 when measured with a multimeter. The driveline was inspected, and no physical damage was observed. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being shipped to the customer on 05jan2015. No further information was provided. The manufacturer is closing the file on this event.